Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that one of the patient's lead was not connecting to the heart. Additional information was received indicated that the patient's atrial lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Correction to field bsc aware date, f10: patient code and h6: patient code. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that the patient implanted with this atrial lead had pains in the armpit area and legs. Also, the patient advocate mentioned that one of the patient's lead was not connecting to the heart. Additional information was received indicated that this lead was explanted. No additional adverse patient effects were reported.